Event description:
The user facility reported that during a patient procedure the floor locks unlocked without being commanded to do so. The procedure was completed successfully and no injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Investigation of this event is currently in process; a follow-up report will be submitted when additional information is available.

Manufacturer narrative:
The table subject of the reported event was sent back to steris quality for evaluation. The evaluation results indicated that the floor locks did not stay engaged; the reported event was able to be duplicated. Further evaluation included checking the wiring and pressure switches for leaks. The floor lock manifold was replaced and tested. The manifold subject of the reported event was returned to the supplier for evaluation; no issues were noted.